Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the curved bipolar dissector instrument was found with a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was a fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Additional observations not reported by site: the instrument was found to have charring and localized melting at the yaw pulley. The insulation of conductor wire was found damaged on same location with the thermal damage. The instrument passed the electrical continuity test.